Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that when using the combo bolus feature, the patient¿s boluses were not showing in the history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: during testing, the pump powered on with vibratory and audible tones and a legible display screen. An ez prime sequence was successfully completed with no errors. A 10u normal bolus, 10u audio bolus and a 10u combo bolus were performed successfully and all were accurately recorded in the pump history. The keypad buttons all responded appropriately during testing and no hypersensitivity was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.